Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the damage to the suture is consistent with it being damaged by a sharp instrument separate from the insertion of the implant. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a triceps reattachment procedure utilizing double loaded suture anchors on (B)(6) 2014. During the procedure, the anchor was set and well fixed and the sutures were stitched into tissue. However, one of the sutures broke when the first half hitch knot was made. The suture was removed from the anchor leaving the actual anchor in place. Another suture anchor was implanted in the same hole on top of the anchor already in place.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.